Event description:
This corrected report is being submitted as further information has been received. It was reported that during acetabular component placement, the drill bit broke when the surgeon attempted to drill a hole. There was no issue reported with the flexible shaft (tri-shank). Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, d10, e1, g3, g6, h1, h2, h5, h8, h11 the following sections were corrected: b5, d1, d2, d3, d4, h6 d10: desc: flexible shaft (tri-shank); item: 00879000705; lot: 4502070853 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during acetabular component placement, the drill broke when the surgeon attempted to drill a hole. Due diligence is in progress for this complaint; to date no additional information or product has been received.